Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is they re-attached the unplugged o2 sensor tubing. As stated on the repair statement additional malfunction on this device: unit shuts off in 30 minutes.